Event description:
Pt scheduled for elective decompressive laminectomy with radical discectomy and arthrodesis with instrumentation. While in surgery, blade broke. Additional doctors consulted. Foreign body is located in a retroperitoneal position and may well be difficult to locate intraoperatively.